Event description:
It was reported that a file separated in the canal during a procedure. The canal was filled with the separated piece in place without sequela.

Manufacturer narrative:
The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available. Please note that this event and the event documented under report number 8031010-2006-00513 involve the same pt and tooth (different canals).